Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed a horizontal crack near the lower part of the chamber dome. Conclusion: we are unable to determine what may have caused the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative that a mr290 vented autofeed humidification chamber was leaking water from the bordor between bottom and chamber dome. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint device mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare field representative that a mr290 vented autofeed humidification chamber was leaking water from the bordor between bottom and chamber dome. There was no reported patient consequence.